Event description:
The patient arrived for a routine change of gastrostomy cathether. Upon initial fluoro exam, it was noted the tip of the catheter was completely fractured, with no evidence of the tip in the entire abdomen. The tube was changed and no further complications were found. The tip must have already passed through gi-tract.